Manufacturer narrative:
The investigation into the product damage (hole in catheter) and the access site bleeding ¿ minor has been completed since the original report was filed. The device was returned for investigation. Visually inspected and found a significant hole in the catheter. The root cause of the access site bleeding issue was patient movement related per clinical review. The cause of the product damage (hole in the catheter) issue was use related due to puncture hole observed close to 80 cm marking per field investigation.

Event description:
The user facility reported a 61-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. After 30 minutes of support there was bleeding from the red plug. Gauze was taped around it but it continued to leak. As a result, the physician replaced the impella cp to address the issue.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.